Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed facial nerve paralysis/paresis post-operatively. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.